Event description:
Per current case, there was also sensor glucose of 103mg/dl versus blood glucose of 32mg/dl issue. Per case-(B)(4) there was harm. Customer reported having a low of 32mg/dl with clonic convulsion. Customer treated the low with food and glucose tablets. Customer was hospitalized on (B)(6) 2023 for one day. They gave the customer intravenous glucose. Per customer, the reservoir was pressed/pushed/adjusted while connected at time of incident. Smartguard was used. Per case-(B)(4) pump was exposed to magnetic field but passed the displacement test and customer also had food and glucose in the hospital.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia, customer was hospitalized and reported a sensor glucose vs blood glucose reading mismatch. The blood glucose value was 32 mg/dl and the sensor glucose value was 103 mg/dl at the time of the event. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Sensor glucose and blood glucose difference is not within target range of glucose difference. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the sensor. The sensor will not be returned for analysis.